Manufacturer narrative:
It was inadvertently reported in the initial report that the leads were replaced, rather the leads were explanted but not replaced.

Event description:
Device 2 of 2. Reference MFR report #1627487-2019-02601.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report #1627487-2019-02601. It was reported the patient experienced erosion and both leads appeared to be protruding out of the skin. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced.